Manufacturer narrative:
(B)(4).

Event description:
It was reported that he patient died a few hours after generator change procedure. The patient's potassium levels were double their normal values. The reason for high potassium levels is unknown. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown.